Manufacturer narrative:
The download data from the returned device found that an 0x3d alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. This indicates that fluid leaked inside the device. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages were measured to be lower than expected. The source meter, producing 4.5v, was attached to the pod in order to download the data. Corrosion was observed on the pcb assembly and the piezo element. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir, indicating an inadequate seal between the o-ring and the reservoir. This resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion and fluid residue observed inside the device and the 0x3d alarm.

Event description:
It was reported the patients blood glucose level rose to 452 mg/dl while wearing the pod between 4 and 24 hours.